Event description:
It was reported that the atrial lead exhibited noise reversion. The noise could be reproduced with pocket manipulation. The device was reprogrammed. The lead remained implanted.

Manufacturer narrative:
(B)(6).